Event description:
The customer went into a diabetic shock. Their family member called the emts and whey they arrived, both their family member and the emts used the suspect device and obtained a blood glucose result of 104 mg/dl. The emts then used their meter and the reading was 40 mg/dl. They were treated with a glucose drip. Controls were not used on the system. The device was replaced.